Manufacturer narrative:
To date, the device has not been returned. Manufacturing and sterilization records for the reported lot were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reports that white particulate was present during phaco. It is unclear if the particle entered the eye, and if there was any medical intervention necessary.

Manufacturer narrative:
One collection cassette assembly with the tubing attached was returned in a plastic bag along with a pack label. A small plastic vial filed with an unknown fluid was returned. The assembly is used. The IV spike and drip chamber and a section of the irrigation tubing has been cut off and was not returned. Visual inspection of the fluid in the collection cassette found it dirty, cloudy and thick and with what looks like fungal growth. No white particles were observed in the cassette or the dirty fluid. However, an inspection of the small plastic vial found two white-ish colored particles inside. One particle is very small, the second particle is triangular shaped. Both are hard to the touch. The triangular shaped particle is approximately 1213 microns long by 608 microns wide. This particle was sent to the lab for analysis. Lab analysis indicates the returned particle consists primarily of polyethylene with lesser concentrations of saline residue. The particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the particle consists primarily of carbon. Lesser concentrations of oxygen, sodium, and chlorine were also detected. This is consistent with organic material and saline residue. The particle was also analyzed using a fourier transform infrared (ftir) spectrometer. The ftir analysis of the particle produced a spectrum consistent with that of polyethylene. The most probable root cause is unknown as it is not possible to determine the source of returned material identified as consistent with polyethylene with lesser concentrations of saline due to limitations of analysis, methodology, and the used, dirtied and damaged condition in which the product was returned. The drape components of bl5114 are an FDA approved polyethylene but are not hard to the touch as the returned particles were described. The outer casing of the drip chamber is a medical grade polyethylene, but the drip chamber was not returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.